Event description:
Visipaque was being injected via high pressure extension tubing at a rate of 1200 psi. The tubing broke, causing the medication to shoot out of the tubing. The male luer connector broke off where the male luer lock attaches to the tubing. There was no patient harm.

Event description:
Visipaque was being injected via high pressure extension tubing at a rate of 1200 psi. The tubing broke, causing the medication to shoot out of the tubing. The male luer connector broke off where the male luer lock attaches to the tubing. There was no patient harm.